Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Power switch overlay failed. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
G4: 03oct2019; b4: 03oct2019. The manufacturer¿s service technician confirmed the reported led issue. The manufacturer¿s service technician replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Power switch overlay failed. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.